Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer pressed the wake button with more force and the wake button performed as intended. Additionally, it was reported that the pump touchscreen was unresponsive and the pump battery was depleting quickly. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose was 214 mg/dl.